Manufacturer narrative:
The complaint investigation was performed by evaluation of the device engineering logs. No instances of malfunction alerts were identified. A factory reset was present in the device logs. A dexcom g7 sensor was in use throughout the reported event. Unless otherwise stated, no motor errors were identified to indicate inaccurate insulin delivery relative to delivery requests. Review of the engineering logs demonstrated that the ilet behaved as intended, appropriately generating alerts and requesting insulin in response to continuous glucose monitor glucose values. Although alert acknowledgements were not consistently documented, insulin delivery requests continued at regular intervals except when cgm glucose values were below 80 mg/dl or the cartridge was empty. No device malfunction was identified during the investigation. No product was returned for evaluation, and no additional information regarding the hospitalization could be obtained despite multiple follow-up attempts with the user's parent. Based on the available information, the root cause of the reported diabetic ketoacidosis could not be determined.

Event description:
On 05-jun-2026 the clinical diabetes specialist reported that on (B)(6) 2026, the user experienced hyperglycemia resulting in diabetic ketoacidosis (dka) while wearing the ilet bionic pancreas system. The user was admitted to the hospital where the user was diagnosed with dka; treatment and discharge date were not reported. Long-term health effects were not reported.